Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The software data logs were received by the manufacturer on february 06, 2014.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the rotation of the roller pump was delayed for a moment at a constant frequency. While the roller was rotating, it stopped for a moment (less than one second) and rotated again. After it rotated for a short time, it stopped for a moment again. The roller continued this movement for awhile. The roller decreased speed by resistance, but a pump jam did not occur. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.